Event description:
(B)(6), pharmacist with pt on backline stated pump stopped working during infusion last night (B)(6) 2022. (B)(6) added pump and manual for delivery tomorrow (B)(6) 2022. Need to reship vials of cutaquig in strength of 8 gm, 1 gm, and 2 gm for delivery tomorrow 05/17/2022 so pt can finish infusion. Reported product fault did occur while in use with the patient during her infusion. Unknown if the product issue caused or contributed to patient or clinical injury. Actual device not available for investigation. Device was replaced. Patient did not have a backup device and finished infusion via a manual push. No further information. Unknown if any adverse events. Reported to (B)(6) by health professional.